Event description:
It was reported the patient forgot to charge the ipg due to dementia. In turn, the ipg became inoperable. As a result, surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.